Event description:
In 2003 the end-user stated that 2 of the infusion sets were leaking and pt has a large rash at the site location. The following month maersk medical a/s received the complaint and 1 used tubing.